Manufacturer narrative:
Exactech received medwatch, mw5090419. Section h10: (h3) the evaluation noted that the reason for the revision reported was likely the result of the components ¿coming apart¿, leading to pain. However, due to the limited information available, it is unclear if this ¿coming apart¿ is related to prosthesis wear, dislocation, or some other issue.

Manufacturer narrative:
Exactech received medwatch, mw5090419. Pending evaluation.

Event description:
As reported patient was implanted in 2013, came apart in 2019, it had to replaced. Terrible pain. Also had bleeding problem with eliquis, bled out almost dead. Took 9 units of blood to bring me back on (B)(6) 2019. Hip hurt , went to surgeon who install it and he x-rayed and said it was coming apart and would have to come out. So he referred me to his colleague who did surgery on (B)(6) 2019 to remove and install a new one. This was so painful and I'm still recovering. Using eliquis for 6 months before bleeding, hospital stay, 6 days. Needed blood to save me; weak.